Event description:
It was reported that a red flash and loud noise occurred during 1064nm vascular treatment using dermav. Spark and soot were noted. Cynosure lutronic technology (clt) clinical team contacted the site to investigate the event. Site informed clt clinical that the patient experienced a burn. Although additional information was requested, there was no additional information made available from the customer site despite multiple requests from clinical. Burns are an expected side effect from such treatment. A trained cynosure field service engineer (fse) went to the site to perform a device evaluation. Fse checked the energy output on both 1064 and 532 wavelengths, confirming they were within specifications and in normal range. Burn shots also appeared normal. Fse then verified all settings and tested the unit thoroughly with no issues found. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves an observed device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur.